Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.0/1.5/78 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports excessive vaulting and significant reduction of irido-corneal angles. On (B)(6) 2022 the lens was explanted. On this same date the lens was replaced with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown and noted "discrepancy between wtw and monogram?".